Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead had dislodged and exhibited loss of capture (loc). The lead was successfully repositioned and remains in service. No additional adverse patient effects were reported.